Manufacturer narrative:
(B)(6). (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set ¿broke apart at the hub junction.¿ this occurred after infusion of propofol during induction of general anesthesia, but prior to the administration of succinylcholine. The set was replaced and the user was able to proceed with induction of general anesthesia without further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing was separated from the second y-site. Further visual inspection of the tubing end revealed that solvent had not been applied to the tube. Dimensional testing was performed, and the tube was found to be within specification. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.